Manufacturer narrative:
(B)(4). Concomitant medical products: manufactured by (B)(4),catalog #00875201036, continuum, trilogy it, allofit it liner, lot #62770417. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
Other device used: manufactured by zimmer (B)(4), in catalog #00875705201, continuum shell, lot #62959657; catalog #00771101140, m/l taper stem, lot #62135156. No devices or photos were received; therefore the condition of the devices is unknown. The reported devices are used for treatment. The shell and stem remained implanted. The devices were in-vivo for approximately a month. The devices were used in an approved and compatible combination. Notes from the two week follow up indicate that a small area of maceration of the left hip was noted and a possible small opening. No tenderness was noted. Review of medical notes, states that patient had drainage of serosanguineous fluid. The patient was treated for septic arthritis. Notes from the patients 3 week follow up indicated that the patient had drainage of the hip. The medical notes states that patient was following postoperative protocols as directed. No active draining or streaking was noted. It is stated that there does not appear to be infection; however the increased risk of developing an infection is stated. Operative notes, noted that excisional debridement of the skin, subcutaneous tissue, muscle and bone of the left hip joint was conducted and necrotic tissue was removed down to healthy appearing tissue. No complications were noted.